Event description:
It was reported that during a follow up appointment this right atrial (ra) lead exhibited oversensing and noise. Several atrial tachy response (atr) episodes were stored due to the noise. The physician was able to recreate the noise with isometric testing and lead parameters were normal. They will continue to monitor the device as it remains in service and patient has a sinus rhythm. No adverse patient effects were reported.